Event description:
Patient undergoing laparoscopic left inguinal hernia repair. After the rectus was retracted anteriorly and laterally, a balloon dissector was placed and inflated. The proper dissection was less than 50 pumps. The position was held. The balloon was deflated, with removal of the balloon, the balloon dissector tore in half leaving over half of the balloon in the cavity. The surgery was completed. Using the 10 mm trocar site with the 5-mm 30-degree camera placed one in the midline 5-mm ports. The remaining balloon structure was grasped and brought through the 10-mm port. The area was inspected. There were no other foreign bodies. The mesh had good lie. There was no patient harm.